Event description:
Reporter alleged the customer obtained the results of 481 mg/dl, 109 mg/dl and 142 mg/dl back to back within 10 minutes on the aviva system. Reporter stated that he was given 17 units of novolin r. No other actions were reported taken or treatment received. No adverse event reported. A request was made for the return of the affected product.

Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.